Manufacturer narrative:
Updated b5 describe event and h6 patient codes. Additional information was provided that the patient had an inflatable penile prosthesis (ipp) device and that was documented in report #2124215-2024-17130. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) presented with recurring incontinence. Further information was received that the patient may have developed an infection, but no further clarification could be obtained. The aus was replaced. There were no additional patient complications reported.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) presented with recurring incontinence. The aus was replaced. There were no additional patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.